Manufacturer narrative:
(B)(4). Results - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the health care professional was assisting in giving an injection to the patient with the suspect device. After use the safety mechanism did not activate and the health care professional's finger touched the point of the shield, resulting in a needle stick injury.